Event description:
Complete moisture, my wife purchased, not knowing it is on recall, I then used it, and later was irritated in the eyes, why is this still out for retail sales? Dates of use: one day in 2007. Diagnosis: dry eyes. Event abated after use stopped: yes.